Manufacturer narrative:
The device remains in service with no further complications. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock seven days post-implant. Interrogation revealed three stored episodes due to noise signals; two episodes were untreated and one treated. Therapy was programmed off pending resolution. Technical services reviewed the episodes. The noise was consistent with movement artifacts, with abrupt baseline shifts. The noise was not able to be reproduced, indicating it was likely air near the electrode. The field representative later reported that the patient was seen by the implanting hospital for further x-ray evaluation. The physician believed the electrode moved slightly, due to breast tissue movement post-implant. The x-ray from (B)(6) 2015 showed a small bubble of air near the header, in the device pocket. It appeared to dissipate by the x-ray taken on (B)(6) 2015. A new x-ray confirmed all traces of air entrapment had disappeared. Further evaluation of the system was performed, with patient maneuvers and arm movements done in effort to produce noise. No artifacts were observed. The device optimization selected the secondary sensing vector and the physician turned device therapy back on. No adverse patient effects were reported.